Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds due to loss of slack were noted on the right atrial (ra) lead post operatively. The lead was revised and remains in use. No patient complications have been reported as a result of this event.